Manufacturer narrative:
(B)(4). Batch # t5el3n. Per photographic evaluation: upon visual inspection of three photos, the following was observed: the photos show a device with the trocar extended and it is through the tissue. However, due to tissue on trocar, the condition of washer cannot be determined. Based on the photos reviewed, the event described cannot be confirmed. Device analysis: the analysis results found that the pph03 device arrived with no apparent damage, without staples present and with the breakaway washer uncut and indented. The device was reloaded with staples and tested for functionality with a test washer. The device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples met the staple form release criteria. The condition of the washer indicates that the device had not been fired through a full firing stroke, or possibly that the orange indicator was not fully into the safe green firing range. In addition, it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point and the firing trigger is parallel to the instrument handle), staples could be partially deployed without cutting the washer. Please reference the instruction for use for more information. It should be noted that as part of our quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a mixed haemorrhoid surgery, the device would not fire on the first firing. Changed to a new device to complete surgery. There was no patient consequence reported. No additional information can be provided.